Manufacturer narrative:
Investigation summary: bd received photos for investigation. One photo displays the material and batch information, while the other photo shows a device that is disconnected from the blood collection tube and is leaking blood. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 3: it was reported that during sampling using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked at the connection between the vacutainer and the tube resulting in recollection. Staff was exposed to blood, however, the extent to which exposure occurred was not reported.

Event description:
Report 2 of 3. It was reported that during sampling using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked at the connection between the vacutainer and the tube resulting in recollection. Staff was exposed to blood, however, the extent to which exposure occurred was not reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.